Event description:
The customer contact reported unrestricted flow. Prior to patient use while priming the tubing set with normal saline, it was reported after the cair clamp was closed. The solution continued to flow. The tubing set was replaced and therapy was initiated. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.